Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified a dramatic drop in battery voltage. Device replacement was recommended as voltage was so low that high voltage or shock therapy was likely not available. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.